Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was used from (B)(6) 2015 to (B)(6) 2016 (181 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The pump was disassembled for evaluation and observed a hole on the rolling radius of the air-side layer of the membrane close to the stabilization ring. Additionally, an abrasion was detected between two of the membranes and graphite particles were observed in the membrane interstices. Another hole was also confirmed near the de-airing port which is punched through all three layers of the membrane. According to the report, after the pump exchange, the clinic had inserted a needle via the de-airing port for evaluation. As a result of this maneuver may have caused this puncture. The cause of the failure of the air-side layer was likely due to the abrasion between the membrane layers over time and forming graphite particles, which diminished the graphite coating and increased the friction and at certain points that led to the defect in the driving membrane. When this defect occurs, air can get between the membrane layers and form an air cushion, which reduced the pump performance. The manufacturer has implemented some changes in the production process to mitigate membrane layer defects.

Event description:
The site contacted the manufacturer, berlin heart gmbh,to report that they suspected a defect of the right excor blood pump at a patient supported in bvad configuration with excor vad system. Therefore, the excor blood pump in question was exchanged by trained staff in the clinic. The patient tolerated the exchange well and did not experience any untoward effect. After the exchange the clinic tried to investigate the exchanged excor blood pump. Therefore, they inserted a needle into the de-airing port of the pump. During this maneuver, the membrane was punctured completely by the needle.